Event description:
It was reported that seven (07) large volume infusors underinfused via a double lumen peripherally inserted central catheter (PICC). The devices contained piperacillin / tazobactam 18000mg in citrate buffer with a total volume of 240ml. This occurred during patient infusion of vancomycin, which was infused through another unspecified elastomeric device. The vancomycin was running with no issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred "over the weekend" and on (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3/d10, b5, d9, h3, h4, h6 (update codes), h11. B3/d10 date: the events occurred between 10 may - 22 may 2025. B5: upon additional information, thirteen (13) devices were alleged to have under-infused. H4: the lot was manufactured july 15-17, 2024. H11: seven (7) actual devices with residual fluid and one (1) companion sample filled with solution were provided for evaluation. Visual inspection of the actual devices showed no signs of physical abnormality that could have contributed to the reported condition. A functional flow rate test was performed on all the samples and the flow rates were found to be within the product specification range. The actual devices were found to be conforming product. The reported condition was not verified. Visual inspection of the companion sample contained 240ml of medication fluid inside the bladder. The drug label affixed on the sample indicated 18,000 mg of drug piperacillin/tazobactam and 240ml of diluent sodium chloride (nacl) filled inside the bladder. There were no signs of physical abnormality that could have contributed to a flow issue. A flow test was subsequently performed on the companion sample with the original medication fluid inside the bladder and the flow rate of this companion sample was found to be 7ml per hour, which was found below the product flow rate range. After the companion sample was flow tested with the original medication fluid (piperacillin/tazobactam), the residual medication fluid inside the bladder was drained out of the sample and the bladder was refilled with only dextrose solution for a second flow rate test. The flow rate from second flow test with only dextrose solution was found to be within the product flow rate range. The reported condition was verified on the companion sample. The cause of the condition could not be determined; however, may be related to the viscosity of the medication (piperacillin/tazobactam) as it was found to have an impact on the flow rate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.